Manufacturer narrative:
E2: please disregard as it was entered in error. This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was received damaged and in multiple pieces. During the visual inspection of the device, the probe was found detached from the device and was not retuned. The teflon pad was inspected and no noticeable wear or exposed metal was observed. Further inspection of the device could not be performed due to the returned condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus technical support, a customer experienced a probe error with a thunderbeat 5mm, 35cm, front-actuated grip type s. The error occurred when connected to a generator. According to the representative, an error code was not provided. Additionally, customer reported a transducer was stuck on the thunderbeat. Upon inspection of the returned device, the probe was detached. There was no harm or user injury reported due to the event. This report is to capture the reportable malfunction of the detached probe noted during the evaluation.